Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome pro rx 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, a sphincterotome broke. They had hardly used it to cut when the wire broke. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.